Event description:
It was reported the patients blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. The patient also reported that the pod was giving a hazard alarm.

Manufacturer narrative:
The unexposed portion of the soft cannula was found to be torn and leaking 0.19 inches from the nail head, causing corrosion, insufficient batteries and data loss. Without the device data it cannot be determined that the device alarmed or if the internally torn soft cannula contributed to the reported event. The bottom housing vent and top housing were observed to be damaged. Upon opening, a piece of metal was observed to be sticking though device from the kill switch hole and out of the top housing. These damages were determined to be post use.